Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Serial number obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient appeared to have a skin infection along with pus in their pocket area. A possible contributing factor to this was an allergy to the adhesive that was used in the hospital to cover the twist lock cable. The device was removed as a result of this and it was reported that the issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1kr0s, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was (B)(6), so there was no ins involved with the reported event.